Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass procedure, the needle dislodged from the device multiple times. Including a time without any contact with internal tissue. The needle fell into the patient cavity but it was retrieved. To correct the condition, opened a new device. No patient issues. The current status of the patient is stable.

Event description:
The needle was still attached by thread to device. The surgeon was able to finagle into port and remove with port. No x-ray was performed.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch*suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was received loaded onto the device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch. The visual inspection of the needle noted that it was received loaded in the device with an upward bend. Witness marks were noted on the cone of the needle, at the opposite end of where it was loaded. A pmv needle was loaded onto the endo stitch* device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.